Manufacturer narrative:
Correction on manufacturer narrative: h10 - source change to phone.

Event description:
Alleged false positive sars result for 1 asymptomatic consumer. The consumer communicated that they have tested positive with quickvue otc for approximately a couple of weeks and believed at the time of testing they should have tested negative. 2 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.